Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 43 mg/dl. Customer¿s current blood glucose value was 254 mg/dl. Customer treated with snack for low blood glucose. Customer also complained for sensor updating, change sensor and calibration not accepted. The sensor will return for the analysis. The insulin pump will not return for the analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.